Event description:
Burnt eyebrow: eyebrow singed while surgeon was using electro surgical unit, it was arcing and singed eyebrow of opposite eye. Bircher machine removed, bard unit used. Same pencil used without further problem. Surgeon will speak to aspen if necessary (fu - pt doing well).